Manufacturer narrative:
.

Event description:
It was reported that the infusion set was leaking at the headset. This occurred three times with the same box of infusion sets. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.